Event description:
It was reported that an end user had a skin reaction to the hollister ceraplus ostomy barrier. It was reported that the end user tried to wear each barrier for 7 days like she did with a previous type of barrier but when she changed her ceraplus barrier, the skin had red raised spots. She reported that her healthcare professional did a biopsy that came back as inflamed keratosis-like growths, and no cancer was detected. She then reported that the wocn felt she was reacting to the ceraplus ingredients, switched her to a non ceraplus hollister barrier, and had her use clobetasol topically, and her skin has now healed.

Manufacturer narrative:
The barrier was not returned; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends observed. A device history records (DHR) review could not be conducted because a lot number was not provided. Based on the information provided, a root cause of the event could not be determined. Hollister will continue to monitor this reported issue. Regarding UDI information, only di information is available as the lot number was not provided.